Event description:
Pt reported that devices's speaking voice is "crackling." Additionally, pt reported being hospitalized for elevated blood glucose. Pt did not provide any info about results obtained, on the suspect device, prior to hospitalization; however, he did note that his readings had been higher than normal. Pt stated that he was treated with intravenous fluids (type not provided) and his regular medications. Pt did not provide any info about duration of his hospitalization. Patient's current condition: weak, and feeling as blood glucose continues to erratic. Quaility control testing had not been performed on the system. Technical support rquested the return of the suspect product and replacement product was shipped.